Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope cover was leaking, the distal end lens adhesive was chipped, the charged coupled device (ccd) cover lens adhesive was chipped, the bending section cover adhesive was separated, the connecting tube was dented and had sharp edges, the paint of the air/water and suction cylinder nuts was peeled off, the universal cord was wrinkled, angulation was reduced, the control knobs had play, the guidewire protrusion angle and forceps raising angle failed and the suction function did not meet specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device has not been repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the scope was identified as a stent and there was no physical damage where the foreign material was found, the foreign material likely remained in the scope due to reprocessing not being conducted properly due to leakage from the scope cover; however, a definitive root cause of the foreign material in the scope could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that a stent was stuck in the working channel of the evis exera iii duodenovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the biopsy channel had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.